Event description:
I used poligrip from (B)(6) 1995 to (B)(6) 2011. While using poligrip and fixodent, I began experiencing numbness and tingling in my legs. I was diagnosed as being a partial paraplegic, cervical disc disease with possible myelopathy, decreased range of motion of the cervical spine, and degenerative changes of the lumbar spine and neuropathy. The poligrip leaves gunk in the top of my gum. Makes me sick to the stomach causing nausea and vomiting from the left over poligrip after I remove my dentures. Super poligrip used (B)(6) 2000-(B)(6) 2011.